Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The attempt to remote into the system and to restart the system remotely failed; a forced restart by the customer was required to resolve the problem. A further analysis was not possible. Based on the results of the analysis, it was determined that the product has malfunctioned, but the exact cause remains unclear. After the reboot, the issue was resolved and the product is now back in service.

Event description:
It was reported the alarms are not populating. The device was in clinical use. There was no report of patient or user harm.